Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device location of device fallopian tube migration"), device expulsion ("coils had migrated into her uterus"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("irregular uterine bleeding") in a (B)(6) female patient who had essure (ess205) (batch no. 508290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included degenerative disc disease, smear cervix abnormal, cervical dysplasia, tubal ligation, cervical biopsy, breast operation, lumpectomy (breast cancer), d & c, hysteroscopy and cervical dysplasia. Concurrent conditions included overweight, abdominal bloating, food allergy, allergy to animal, grass allergy, swollen joints, joint stiffness and insomnia. Concomitant products included ibuprofen (advil) and ibuprofen (motrin) for pelvic pain. On (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced nausea ("nausea"). On (B)(6) 2006, 165 days before insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("severe menstruation pain/ dysmenorrhea (cramping)"), abdominal pain ("severe abdominal pain/ abdomen pain"), back pain ("severe back pain/ back pain"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), migraine ("migraines"), headache ("headaches/ head pain"), fatigue ("fatigue"), arthralgia ("hip pain") and uterine pain ("uterus pain"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash, skin disorder, migraine, nausea, fatigue, weight increased and weight decreased outcome was unknown and the dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, dyspareunia, headache, arthralgia and uterine pain was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, rash, skin disorder, uterine pain, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion, ultrasound scan - on (B)(6) 2016: essure coils had migrated into uterus. On (B)(6) 2016, us was done with the following results, uterus 9.7 x 5.5 x 4.8cm lining 5.2mm. Right essure extends into the myometrium adjacent to the endometrium. Left essure was located in the post fundus. On (B)(6) 2016, ultrasound, the right essure extends into the myometrium adjacent to the endometrium and the left essure was located in the posterior fundus. Findings: normal appearing uterus, cervix, bilateral tubes and ovaries. Complications: none. Surgical path report uterus with cervix and bilateral fallopian tubes: - intramural lelomyornas. Mild adenomyosis. Benign endometrium and cervix. - bilateral fallopian tubes, benign without specific diagnostic abnormalities. (B)(6). Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and also confirmed events back pain, headache, rash, abdominal pain lower, abdominal pain, arthralgia, device dislocation, pelvic pain. Most recent follow-up information incorporated above includes: on 27-feb-2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, relevant history and lab data updated. Essure lot number was added. Events dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), abdomen pain, back pain were clubbed with previously reported events. Events uterine perforation, device dislocation, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash, skin disorder, migraine, headache, nausea, fatigue, arthralgia, uterine pain, weight increased, weight decreased, uterine haemorrhage were newly added. On 27-feb-2018: processed with follow 2. On 27-feb-2018: processed with follow 3. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation (uterus)"), device dislocation ("migration of essure device location of device fallopian tube migration"), device expulsion ("coils had migrated into her uterus"), genital haemorrhage ("abnormal bleeding") and uterine haemorrhage ("irregular uterine bleeding") in a 33-year-old female patient who had essure (ess205) (batch no. 508290) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included degenerative disc disease on (B)(6) 2012, smear cervix abnormal, cervical dysplasia, tubal ligation, cervical biopsy, breast operation, lumpectomy (breast cancer), d & c, hysteroscopy and cervical dysplasia. Concurrent conditions included overweight, abdominal bloating, food allergy, allergy to animal, grass allergy, swollen joints, joint stiffness and insomnia. Concomitant products included ibuprofen (advil) and ibuprofen (motrin) for pelvic pain as well as cetirizine and loratadine (loratadin). On (B)(6) 2005, the patient had essure (ess205) inserted. On the same day, the patient experienced nausea ("nausea"). On (B)(6) 2006, 165 days before insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("severe menstruation pain/ dysmenorrhea (cramping)"), abdominal pain ("severe abdominal pain/ abdomen pain"), back pain ("severe back pain/ back pain"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions"), skin disorder ("rashes or skin conditions"), migraine ("migraines"), headache ("headaches/ head pain"), fatigue ("fatigue"), arthralgia ("hip pain") and uterine pain ("uterus pain"). On (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)), surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, device expulsion, genital haemorrhage, vaginal haemorrhage, menorrhagia, female sexual dysfunction, rash, skin disorder, migraine, nausea, fatigue, weight increased and weight decreased outcome was unknown and the dysmenorrhoea, abdominal pain, abdominal pain lower, back pain, dyspareunia, headache, arthralgia and uterine pain was resolving. The reporter provided no causality assessment for uterine haemorrhage with essure (ess205). The reporter considered abdominal pain, abdominal pain lower, arthralgia, back pain, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, rash, skin disorder, uterine pain, uterine perforation, vaginal haemorrhage, weight decreased and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion ultrasound scan - on (B)(6) 2016: essure coils had migrated into uterus on (B)(6) 2016, us was done with the following results, uterus 9.7 x 5.5 x 4.8cm lining 5.2mm right essure extends into the myometrium adjacent to the endometrium.. Left essure was located in the post fundus. On (B)(6) 2016, ultrasound, the right essure extends into the myometrium adjacent to the endometrium and the left essure was located in the posterior fundus. Findings: normal appearing uterus, cervix, bilateral tubes and ovaries. Complications: none. Surgical path report. Uterus with cervix and bilateral fallopian tubes: - intramural lelomyornas. Mild adenomyosis. Benign endometrium and cervix. - bilateral fallopian tubes, benign without specific diagnostic abnormalities. Current weight as of (B)(6) 2018: 180 lbs. Approximate weight at the time of essure placement 200 lbs. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: uterine haemorrhage (confirming genital haemorrhage) and also confirmed events back pain, headache, rash, abdominal pain lower, abdominal pain, arthralgia, device dislocation, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 13-jul-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.